Event description:
The patient was in a diabetic coma and the suspect device was used to test their blood glucose. The device result was 239 mg/dl. 911 was called. Emergercy medical technician's came and they tested their glucose at 30 mg/dl. Patient was treated from the emergency medical technicians for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and they authorized for return to the manufacturer for evaluation.